Manufacturer narrative:
The customer was in communication with the blood tubing set vendor, medisystems regarding this issue. Medisystems informed the customer that the blood tubing set they were using was not approved for use with the meridian hemodialysis instrument. The customer contacted baxter with this info and baxter confirmed the issue. Baxter has worked with the customer to find the correct blood tubing set to meet the customer's needs. Baxter has also investigated the issue of the customers using blood tubing sets that are not approved for use on the meridian. A result of the investigation was an important prod info letter sent to all meridian customers that included a matrix of all blood tubing sets approved use on the meridian.

Event description:
About 1 hr into a dialysis treatment, the staff heard a sucking noise and found a cut in the blood pump tubing segment on the inlet side that allowed an air leak into the tubing. The pt's blood was successfully returned and a new tubing set was used to complete the treatment. There was no blood loss or pt injury in this event.